Event description:
It was reported during the implant procedure that as the lead was advanced through a safesheath. When the proximal coil was withdrawn through the safesheath valve, the lead coil was damaged. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned. Electrical testing determined that continuity of the conductors was complete. Visual inspection noted the defib conductor was distorted at 39 cm.